Manufacturer narrative:
Correction on initial report: file is deemed not-reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the silicone segment while infusing an unspecified fluids.